Event description:
During a retinal procedure, the white cannula of the entry site system separated from the trocar and the polyamide sheath fell into the eye. The sheath was retrieved and the procedure was completed with no adverse effects to the patient.